Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair found no image due to faulty cable. The faulty cracks in the boot part. Water invasion was found caused by damaged boot. Water invasion in ccd (charged coupled device ) unit. Evaluation findings confirmed the customer reported issue and found to be attributed to faulty cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of no image. No video is displayed. According to reporter, other camera heads were used as multiple cameras were available. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a faulty cable was confirmed. Therefore, it was determined that the reported phenomenon of ¿no image¿ occurred because the video function did not work properly due to a faulty cable. Olympus will continue to monitor field performance for this device.